Event description:
It was reported that during procedure performed on (B)(6), while implanting a 8.5mm x 80mm reform polyaxial screw into the ilium, the tip of the driver broke off in the head of the screw. The screw was removed and replaced using another driver that was readily available. No significant delay to the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a f/u report will be submitted.